Event description:
Pt reported an alleged port leak. The doctor had performed a fill adjustment which confirmed the event. The device remains implanted. Follow-up conducted with the health professional noted that the pt had come in complaining of no restriction. During the visit, the health professional added 8cc of saline to the pt's device. During the following visit, the health professional was only able to withdraw 6cc of saline. The health professional then injected an add'l 8cc of saline along with the 6cc, but was only able to withdraw 6cc again. During the visit, an upper gastrointestinal tract was done and results came back normal. No evidence of erosion or prolapse was found. The doctor feels that the only other reason would be leak. No surgery has been scheduled.

Manufacturer narrative:
The product associated with this report has not been returned as the device was not explanted. Based upon the implanted date provided by the reporter the connector type is assumed to be a taper ii. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."